Event description:
It was reported that the pt had not received therapeutic effect after switching medications from morphine to dilaudid in (B)(6) 2011. The caller said the only time she received relief was when she had received a dexa scan and had propped a pillow under her legs. It was thought that there was a catheter kink. An MRI was scheduled, but had not been performed at the time the event was reported. The pt had not had any new pain. The drugs used in the pump at the time of the event were morphine and dilaudid. Add'l info has been requested; a follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).